Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left exchange with no complaint against the device then later reported rupture, "old hematoma", and "gel fracture". Device has been explanted and replaced.

Event description:
Healthcare professional reported left exchange with no complaint against the device then later reported rupture, "old hematoma", and "gel fracture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on radius side assessed as fold flaw. ¿ hematoma: unable to observe as it is a medical event not related to the device. ¿ gel fracture: unable to observe due to the opening of the device. Additional observations: ¿ crease fold observed. ¿ red biological tissue in the gel. ¿ brown particles observed on the surface of the shell. No further actions are required as the device was implanted.